Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the large needle driver instrument for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large needle driver instrument did not articulate adequately. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large needle driver instrument was analyzed and found to have exhibited imprecise motion in the yaw direction. The grip tips moved in the direction commanded; however, a lag or delay in the motion was observed. The instrument will be transferred to advanced failure analysis (afa) for deeper analysis. The complaint was confirmed by failure analysis. The root cause cannot be established based on failure analysis; however, the probable cause seems to be most likely attributed to a lag or delay in the motion of the instrument.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) failure analysis confirmed initial findings. The instrument was placed on an in-house system and the instrument was confirmed to exhibit imprecise motion. The instrument tips moved in the expected direction, however there was a lag in the pitch direction. The grips opened and closed intuitively and did not exhibit imprecise motion. The housing was removed, and it was observed that the pitch cables were loose at the proximal end. There was significant slack when the cables were depressed with an engineering tool. Further inspection found no cracked clamping pulleys, input disks, or input shafts that could have contributed to the cables loosening. The loose pitch cable would have caused the imprecise motion observed. The probable root cause of the imprecise motion is attributed to a loss of pitch cable tension. A cracked clamping pulley and/or input shaft can cause the cable to become dislodged at the proximal end. When the clamping pulley and/or input shaft is cracked, the cable can dislodge as the input could ""slip"" with respect to its internal shaft causing the loss of cable tension. A cracked clamping pulley and/or input shaft can be caused by improper cleaning or sterilization techniques used during reprocessing. A dislodged cable at the proximal end can then result in the cable becoming derailed or loose at the distal end.